Event description:
The customer reported that the zipper would not move forward when attempting to zip the side panel. The problem was discovered when the canopy bed was removed from storage. There was no pt involvement. Eval of the returned product found that the window zipper slider body was opened on the side panel.

Manufacturer narrative:
The product was returned for eval. Inspection found that the window zipper slider body was opened. (B)(4).